Event description:
Complainant alleged that during biomed testing the device's display was unable to adjust pacer output or pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not rec'd the device for eval, and this complaint is still under investigation.